Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced weak battery issues and the insulin pump shutting down by itself. The customer's blood glucose was unknown. The customer explained that she would change the battery, and the battery would be dead after a few days. Troubleshooting for the weak battery alarm and the insulin pump shutting down was done. The customer did received a low battery alert prior to the off no power alert. The customer stated that this was the second occurrence of off no power in less than 24 hours after the low battery warning. The customer also mentioned receiving a recurring unexpected restart alarm. Advised the pump needed to be replaced. Advised customer that she could continue to use the insulin pump until the replacement pump arrived. Nothing further reported.